Event description:
The report from the field indicated that the product failed to cross the target lesion. When the product was rec'd for inspection, the cypher stent was not mounted on the stent delivery system (sds)/balloon. Add'l info obtained during the investigation of the secondary failure indicated that the target lesion for the procedure was the proximal circumflex. The lesion was reported to be calcified and tortuous. After failing to cross the target lesion the sds was withdrawn into the guiding catheter. After removal of the sds the stent was noted to have been dislodged in the guiding catheter and retrieved without any reported pt injury. No add'l intervention to retrieve the stent was required. The lesion/pt was successfully treated with another cypher stent. There was no reported pt injury.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.